Manufacturer narrative:
The device was not returned for investigation. From the complainant report, the insertion of the 16f procedural sheath was initially difficult then halfway through insertion the rest of the sheath advanced smoothly. The post deployment angiogram showed a large extravasation 1cm above the access site; therefore two covered stents were placed. Following stent placement the extravasation stopped; however, the vessel was now fully occluded. Surgical cut down was performed distal to the access site to perform cutting struts off the distal end of the second stent which was obstructing flow. During the cut down, it was noted that there was a piece of calcium lodged proximal to the access site. Based upon the difficult initial insertion of the procedural sheath, it is suspected that the piece of calcium was torn off the vessel wall by the procedural sheath which caused a perforation. After closure, this perforation was exhibited by extravasation in the post closure angiogram. Therefore, it is expected the root cause of this incident is not related to the manta device. Risk documentation was not reviewed nor an occurrence rate calculated due to this not being a manta related event. The device history record was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality related to the manufacture, design, or labeling of the manta device.

Manufacturer narrative:
The us IFU lists extravasation and other access site complications requiring endovascular and surgical interventions as a possible adverse event. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on a male patient on (B)(6) 2019. Initial access was done with ultrasound guidance. It was reported that advancement of two different sheaths was "difficult." Hemostasis was immediate. Valve placement was without incident. Deployment of manta 18f was without incident and hemostasis at skin level was immediate. Post procedure angio showed a "large" extravasation 1 cm above the access site. The physician used distal access to insert and inflate a 7x40 balloon for 5 minutes at the site of the site of the bleed. The extravasation was not resolved so the physician placed a covered stent measuring 8x59mm. Another angio was taken and the extravasation was not resolved. The physician then advances an 8x40 balloon and inflated for 7 minutes. The angio showed an increase in the extravasation. The physician chose to place a second covered stent which measured 8x100mm. Extravasation stopped at this point but now there was a total occlusion of the vessel. The physician noticed that the second stent placed was "slightly out of the artery at the new distal access point so they decided to do a surgical cut down." The cut down was distal enough to the original access site that there was no sighting of the manta implant . The physicians cut a few struts off the distal end of the second stent and flow was returned. The site was closed and the patient was said to be fine. In a post case discussion amongst the physicians they said the complication had nothing to do with manta. They commented that they could see a piece of calcium proximal to the original access site that must have been torn free during sheath exchange and most likely when the procedure sheath was introduced.